Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer (cmi) for investigation. Cmi reports that both cuffs of the device were inflated with a syringe. The blue cuff deflated immediately and the yellow cuff could not be inflated as it was damaged. It is possible that the damage could be caused by the use of lidocaine or lubricant containing lidocaine during the procedure. The blue cuff deflated immediately. Cmi also reports that a 100% leak test is performed prior to release to assure that the balloons are not damaged. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint was confirmed. Although the complaint was confirmed, a root cause could not be identified.

Event description:
It was reported that "when using on the patient, only one side of the balloon is strange. Can't balloon even if giving the same volume." Inflation issue was found prior to use on a patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The manufacturer (cmi) reports that they performed a DHR review of lot#636346. There were two eco's found; however, they have no impact on the reported defect. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "when using on the patient, only one side of the balloon is strange. Can't balloon even if giving the same volume." Inflation issue was found prior to use on a patient.